Event description:
Patient's representative reported "patient was diagnosed with a rare lymphoplasmacytoid lymphoma, so-called waldenstrom macroglobulinemia. Subsequently, during a routine ultrasound examination, the patient was ascertained a significant increase in the lymph nodes in the left axillary region, with particular evidence in the two larger lymph nodes, of hyperechogenic lesions with a rear barrier referring to accumulations of silicone. A subsequent magnetic resonance confirmed the rupture of the left prosthesis with the accumulation of extra prosthetic silicone in the intraglandular lymph node structure. The leaked silicone has affected and permeated the lymph nodes in both armpits." The device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture and migration.